Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient encountered infusion sets did not last because of the tapes.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.